Manufacturer narrative:
Mechanical interaction with blood/hemolysis: clinical reported hemolyzed labs. The cause of the issue was not established as no product or logs were returned for analysisthe pump passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient demonstrated evidence of hemolysis, with morning laboratory samples appearing hemolyzed and urine noted to be dark amber with a blood-tinged appearance. An echocardiogram was performed to confirm appropriate positioning of the mechanical circulatory support device. The patient¿s systemic vascular resistance was elevated, and the clinical team initiated afterload-reducing therapy while sending additional hemolysis laboratories for ongoing monitoring. The patient remained supported with the device and later survived removal of the system without further complication.